Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1905246, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905246 were used for additional evaluation. The product was visually inspected, no defects or damage was observed in any of the syringe components. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe luer broke off during use, creating a hole in the syringe that contained cytotoxic medication. The following information was provided by the initial reporter, translated from french to english: "joint removed and hole in the syringe. Contained cytotoxic, the syringe was not kept but the packaging is kept."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe luer broke off during use, creating a hole in the syringe that contained cytotoxic medication. The following information was provided by the initial reporter, translated from french to english: "joint removed and hole in the syringe. Contained cytotoxic, the syringe was not kept but the packaging is kept."